Manufacturer narrative:
(B)(4). Customer returned pump for an alleged moisture damage and cosmetic damage (cracked backside of pump) found on 11/23/2021. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and force sensor. Swapped pcba 2 into a test pcba 1 with the unit booting up in the same state. Force sensor zero offset not within specification [-5.4mv]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: keypad overlay texture damage, cracked case on corner of belt clip rails, and cracked case above arrow and battery icon. Critical pump error (open book image) alarm confirmed. Unable to confirm other alarms/other anomalies due to critical pump error (open book image) alarm. Problem isolated to pcba 2. Unable to download history files and traces confirmed. Pump exposed to moisture confirmed at pcba 1, pcba 2, and force sensor.

Event description:
Information received by medtronic indicated that the insulin pump was beeping. Customer had reported that there was water that came in into the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device.